Event description:
It was reported that the deep brain stimulation system was not providing any symptom relief. The system was explanted to facilitate future MRI needs. The patient recovered without sequela. Additional information has been requested from the healthcare provider, but was not available as of the date of this report. Reference MFR report #6000032200804896.

Manufacturer narrative:
Final device analysis of both neurostimulators revealed no significant anomalies, the stimulator was functionally ok. There was good stable output on every electrode pair that matched the programmed settings. Final analysis of both extensions noted that the distal end was not returned, both were attached to the stimulator when received. Both extensions had all wires cut. There were no significant anomalies.